Event description:
I had 2 consecutive failures of separate dexcom g7 units upon initiation that are used to drive my tandem t slim insulin pump. While dexcom offered to send replacements through the mail, they would not give me a pharmacy voucher for immediate use. Now I have nothing to drive my pump while I wait to for the mail to come. I have no equipment for finger pricks and cannot check my blood sugar. In my experience, the failure rate of this critical device is in the 30- 40% range. Can you do something? Refer to i2k for additional documents. Reference report mw5165723.